Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
On (B)(6) 2011, initial procedure did by tha. On (B)(6) 2019, replaced the liner and it was found osteolysis around the stem. The surgeon doubted it may occur wear of the liner and loosed the stem due to wear of the liner.